Event description:
The initial reporter received questionable ise indirect na for gen.2 results from an unspecified number of patient samples tested on the cobas 8000 cobas ise module (double). The reporter stated that qc levels 1 and 3 were out-of-range prompting the rerun of the patient samples on their other cobas 8000 ise module. The reporter was able to provide one example of a discrepant result. The initial result was reported outside of the laboratory. Patient sample ID (B)(6) the initial result from the module was 134 mmol/l. The repeat result from the other module was 140 mmol/l. The repeat result was deemed correct.

Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The investigation reviewed the last calibration performed on 17-nov-2023; the results were within specifications. The investigation reviewed the qc charts. The charts did not contain the results or date/time stamps. The customer stated the qc was within specifications before the event; after the event occurred, the qc was out of range. The investigation reviewed the alarm trace; the trace contained "abnormal aspiration (sample probe)" and "abnormal aspiration (sample probe b)" errors. These are indicators of possible poor sample quality. The field service engineer (fse) inspected the module and found the sample probe was not being cleaned correctly as there was a build-up on the backside of the probe. The fse then replaced the sample probe. He also cleaned the wash station and the drain port. The customer performed qc and precision tests with successful results. The fse found the sample probe was not being cleaned correctly as there was a build-up on the backside of the probe. Product labeling states "cleaning the sample probe of the ise (ion-selective electrode) module to prevent build-up of residual solution and precipitation, clean the outside of the sample probe... Wipe the outside of the sample probe with a lint-free cloth moistened with alcohol. ¿ always wipe from top to bottom. ¿ hold the pipetter arm with 1 hand and wipe with the other." After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.